Manufacturer narrative:
Event occurred on an unknown date in 2021. Additional product code: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the trochanteric fixation nail anti-rotation (tfna) helical blade cut through the femoral head of the patient three (3) months post-operative. This was discovered after the patient reported hip pain. The patient was revised to a shorter tfna screw. This report is for a tfna helical blade. This is report 1 of 1 for (B)(4).